Event description:
Pt came back to see the surgeon due to an issue in another part of the foot. After x-rays were taken, the doctor saw that the staple had broken, but decided to leave it in, as the pt was not complaining of pain or discomfort in that area of the foot. In addition, the site was fused.

Manufacturer narrative:
Staple not returned to be evaluated. A retrospective review of all reverto complaints was conducted to ensure accuracy of the MDR decision.